Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope was displaying scope communication error code e218. The issue was observed during an unknown therapeutic procedure which was completed with a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation and the findings were as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the control unit had a scratch, the grip had a scratch, the up/down plate had a scratch, the right/left plate had a scratch, the angulation lever had a scratch, switch #1 had a scratch, the right/left lever had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the video connector case had a scratch, the video connector had a crack and scratch, and due to damage on the forceps elevator lever, the bending section cannot be firmly fixed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which likely resulted in the e218 scope error. However, a conclusive root cause could not be specified. The following information is stated in the IFU (instructions for use): instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.